Event description:
During a transapical tavr procedure, a 26mm sapien xt was deployed to ventricular, leading to placement of a second valve to resolve paravalvular leak (pvl). The patient also developed complete heart block and received a permanent pacemaker. A coplanar view was obtained which showed all 3 coronary cusps in a coplanar field of view. The 26 xt valve was inserted into the transapical sheath and positioned within the aortic annulus. Pacing commenced and an aortogram was performed to confirm placement of the valve within the aortic annulus. The physicians agreed upon positioning and the valve was deployed. Echo showed moderate pvl and the valve was too ventricular. The patient remained stable but required continuous pacing while a second valve was prepped. Considering the amount of pvl the physicians requested the second delivery system to be prepped with an additional 1 cc of contrast. The second valve was inserted into the sheath, put into position within the aortic annulus with sufficient overlap of the first valve. Pacing was initiated, an aortogram performed and the second valve was deployed. Echo showed the second valve was placed in the proper position but there was still moderate pvl. The physicians decided to post dilate using another 1 cc of contrast. Post dilation showed some improvement of the pvl but it was still moderate. After the second valve, the patient's diastolic pressure increased from low 40's to 60's. At this time, the physicians decided not to intervene any further on the valve and to continue to monitor the patient. The patient did continue to need pacing as the underlying rhythm was 3rd degree heart block but remained hemodynamically stable. An ep consult was obtained and a permanent pacemaker was implanted. It was thought that suboptimal coaxial alignment of delivery system contributed to the valve being deployed too ventricular.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In addition the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, as reported, it was thought that suboptimal coaxial alignment of delivery system contributed to the valve being deployed too ventricular and resulting pvl. The cause of the reported 3rd degree heart block is likely related to the mechanism described above the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.